Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter cuff component was implanted.

Manufacturer narrative:
Additional information event.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter cuff component was implanted. Additional information received indicated the device was removed and replaced due to recurring incontinence.

Manufacturer narrative:
Was determined by the manufacturer to be a duplicate report to MFR report number 2183959-2018-60471.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter cuff component was implanted. Additional information received indicated the device was removed and replaced due to recurring incontinence. Determined by the manufacturer to be a duplicate report to MFR report number 2183959-2018-60471.